Event description:
Per report, there were multiple failure events at (B)(6) hospital / pmc involving medline kit neonatal iso guard breathing circuit: hud88015kit, lot # 25doa334.

Manufacturer narrative:
Per report, there were multiple failure events at (B)(6) hospital / pmc involving medline kit neonatal iso guard breathing circuit: hud88015kit, lot # 25doa334.